Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time. It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that following insertion the patient experienced pain, infection, urinary problems, dyspareunia, and vaginal scarring. It was reported that patient underwent the following procedures: (B)(6) 2009: revision, and on (B)(6) 2009 removal of mesh. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009, and a mesh was implanted. It was reported that patient underwent removal of previous mesh with replacement of tape due to urinary retention after mesh implant on (B)(6) 2009. It was reported that the patient underwent an excision of adhesions and right salpingo-oophorectomy due to persistent right ovarian mass and pelvic adhesions on (B)(6) 2010. No additional information was provided.

Manufacturer narrative:
.